Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibited signs of repeated use and the medial corner of the post had fractured off. Fracture analysis confirmed that the fracture was consistent with bending overload or low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during sterilization, the hospital staff discovered the provisional was broken, however, it is unknown when the device broke. No adverse events were reported as a result of this malfunction.